Event description:
An attorney reports his client experienced complications (unspecified) which may affect her sight following intraocular lens (iol) implant surgery. The attorney stated additional surgical procedures (unspecified) were performed on consumer's eye; she experienced pain and suffering. Additional information has been requested.

Manufacturer narrative:
The complaint device database associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. No records have been provided that indicate this lens was implanted in this patient or that any alcon medical devices were used in surgery on this patient. Additionally, internal records were reviewed and there is no indication this surgeon used this lens during this time period. Additional information was requested on 11/10/2008 by fax and mail.